Event description:
Approximately one month after lasik surgery the patient was noted to have elevated intraocular pressure. The patient's best corrected visual acuity decreased from 20/20 preoperatively to 20/40+3 postoperatively. After treatment with medications, the patient's visual acuity improved to 20/25+. The association between this event and the laser is unknown at this time.